Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown quantity of unknown plates. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown plates. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ring d. Et al (2005), corrective osteotomy for intra-articular malunion of the distal part of the radius. The journal of bone & joint surgery. Volume 87, number 7, pages 1503-1509 (USA). The purpose of this study was to present the experience of surgeons with intra-articular osteotomies of the distal part of the radius, with an emphasis on the indications, techniques, and outcomes. Between 1993 to 2001, a total of 23 patients (16 males and 7 females with a mean age of 37 years) who underwent intra-articular osteotomy of the distal part of the radius were evaluated. 7 patients were implanted with screws, 2 patients with kirschner wires, and 14 patients were implanted with a combination of plates and screws (all implants are manufactured by synthes). Post-operative follow-up was done at an average of 38 months (range, 24 to 102 months). Final evaluation was done using fernandez point-score system for distal radial osteotomy, gartland and werley system, and a modification of the green and o¿brien rating system. Complications were reported as follows: one patient death was reported. The article did not specify which device was implanted in this patient. One patient with dorsal 2.0-mm plates had a rupture of the extensor pollicis longus tendon, it was treated with a transfer of the extensor indicis proprius. One patient had additional surgery; a sauve-kapandji procedure to address arthrosis of the distal radioulnar joint. On patient had additional surgery; a radioscapholunate fusion and hemiresection arthroplasty of the distal radioulnar joint to address arthrosis of the radiocarpal and distal radioulnar joints. One patient had additional surgery; an ulnar shortening osteotomy. Presence of tendon irritation which led to implant removal. Three patients had fair results from the fernandez point-score system. Three patients had fair results from the gartland and werley system. Eleven patients had fair results from the green and o¿brien rating system. One patient had poor result from the green and o¿brien rating system. One patient with subsequent radioscapholunate fusion was considered to have a poor result according to all of the rating systems. Ten patients had radiographic signs of radiocarpal arthrosis, which was rated as type 2 in two of them and type 1 in eight according to the system of knirk and jupiter. This report is for unknown quantity of unknown plates. This report is 2 of 3 for (B)(4). A copy of the literature article is being submitted with this medwatch.